Event description:
Dealer stated that the end user was going up a ramp, the tdxspree-cg power chair flipped forward causing end user to fall to the ground, sustained a fractured left leg. Dealer stated that the chair stopped suddenly and end user buckled his legs. Dealer advised that the locking cylinder for the caters broke off. End user was taken to the emergency room, leg has a splint on it currently but going to get a cast on leg (B)(6) 2014.